Event description:
The customer called to report that she was hospitalized with blood glucose levels greater than 1000 mg/dl. The customer stated that she called previously to report no delivery alarms, but the insulin pump continued to alarm after all of the troubleshooting. The customer no longer feels comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.